Manufacturer narrative:
The initial report was received on (B)(4) 2010 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(4) 2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device MFR date was unk at the time of this retrospective report. The device malfunction was confirmed and directly related to the reported event. The cannula of the tap was occluded near the tip. No other issues were found with the instrument. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported that a 5.5 tap had bone stuck in it. This was not discovered during a case, and there was no pt present.